Event description:
It was reported that the reveal device was removed due to the implant site being "irritated". Cultures taken of the skin were negative so it is believed to be a "skin allergy". No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.